Manufacturer narrative:
The reported complaint balloon broke was confirmed on the returned set. During visual inspection a tear was observed on the balloon of the td catheter. It is unknown how and when the tear had occurred on the balloon. The probable cause of the tear on the balloon is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a td torque-line catheter, 7f, 4 lumen 110 cm, lf that experienced cracking and rupture. The reporter stated that they use this product knowing that the worst-case scenario is that the balloon will rupture when inflated and only use this product in patients that absolutely need it because of a latex allergy. However, they have never seen a balloon break into fragments. The event date was on (B)(6) 2025. There was patient involvement, there was a delay in the critical therapy when the problem was noted, there was no serious deterioration in the state of health or death of patient.